Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus was not working with the touch screen and therefore the display was replaced to resolve. The software was also reloaded. The programmer then passed all functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working with the touchscreen. The programmer was returned for service. No patient complications have been reported as a result of this event.